Manufacturer narrative:
An event regarding periprosthetic fracture involving an unknown femoral component was reported. The event was confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: the provided medical records were sent to a clinician for medical review who indicated that: "the primary harm involved is supracondylar periprosthetic fracture above a total knee. No evidence is presented indicating a defect in the implant or the manufacturer. Supracondylar periprosthetic fracture is a recognized complication in tka surgery. Estimates of the incidence of ppf in the first 5 years following tka 0.6 %.predisposing factors for this complication include trauma, or bone mineral density,and surgical stress risers introduced through surgical intervention. It is not known which of these factors played a role in this instance." -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: on the basis of provided medical review, the investigation concludes that supracondylar periprosthetic fracture is a recognized complication in tka surgery. Estimates of the incidence of ppf in the first 5 years following tka 0.6 %. Predisposing factors for this complication include trauma, or bone mineral density,and surgical stress risers introduced through surgical intervention. It is not known which of these factors played a role in this instance. The exact cause of the event could not be determined because insufficient information was provided. If additional information and/or device becomes available, this investigation will be reopened. Not returned to the manufacturer.

Event description:
Five (5) years ago, patient was treated for the ps insert on tka procedure. Replaced other product(gmrs) on (B)(6) 2016. It was confirmed the ps insert was broken out of patient body. Patient was treated for supracondylar periprosthetic fracture by competitor¿s plate after tka procedure. Replaced with false joint after plate treatment. Surgeon completed a revision for the false joint.